Manufacturer narrative:
Product ID 37751, product type recharger. (B)(4).

Event description:
It was reported the device was suspected to have been in an overdischarged state. Coupling and communication issues were reported; no telemetry was possible with clinician programmer or recharger. The patient alleged the device "had not worked since (B)(6) 2012." It was also stated the patient had recharged 2 weeks prior to report, but stimulation still had not worked. An antenna locate feature was performed and highest value was a 44. It was noted the top of the ins could be felt and grabbed. A physician mode recharge (pmr) was attempted but no telemetry response occurred after. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was noted that the patient had ¿no coupling basically." Additional information reported the battery was draining ¿really fast."

Manufacturer narrative:
Updated with additional information found alleged new device issues.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger.

Manufacturer narrative:
(B)(4).

Event description:
Additional information. It was reported the implantable neurostimulator (ins) was not holding a charge, and it had to charge more than expected. The patient's health care provider (hcp) had done a "jump start" but it was unclear if device was brought out of a discharged state at the time. Additional information received the day of report reported the patient was going to have an x-ray to see if the device had flipped.